Event description:
It was reported that the right ventricular (rv) lead exhibited steadily increasing thresholds and impedances over the past few months. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, and returned product testing found the device did perform as described in the field action. Product event summary: the distal portion of the lead was returned, analyzed, and the proximal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant products: d314trg, ICD, implanted: (B)(6) 2011; 4194, lead, implanted: (B)(6) 2007. (B)(4).